Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve injury was diagnosed by decrease in compound mapping amplitude potential (cmap) amplitude while ablating the rspv. The procedure was completed with the phrenic nerve showing no recovery. No additional information was available so it is not known if the phrenic nerve injury persisted beyond discharge.